Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome the patient expired on (B)(6) 2018. On (B)(6) 2018, the patient reported beeps and pump stops were noted upon clinic visit. Driveline issue and thrombus were suspected. Pump was turned off as it did not maintain speed. The patient was not a surgical candidate for exchange due to compliance and was not listed. The patient went home on dba and passed away a week later per the vad coordinator; the patient expired at another facility. The device was not returned for evaluation. The patient was also very non-compliant with clinic visits and did not regularly follow up as instructed. The patient's death was considered to be device-related and complicated by lack of compliance.

Manufacturer narrative:
This report was determined to be duplicate information to MFR report # 2916596-2018-02822. Manufacturer's investigation conclusion: review of the log files provided by the account confirmed pump stop events; however, a specific cause could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported left ventricle thrombus not conclusively be established through this evaluation. The submitted log file dated on (B)(6) 2018 contained approximately 3 minutes of data. The log file showed the pump struggling to operate. The pump was unable to reach the set speed throughout the duration of the log file and had corresponding low flow and low speed alarms. The controller cell low was active for the duration of the log file. No other atypical alarms were captured. It was reported that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 21mar2011. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document outlines indications of pump thrombosis, as well as how to respond to such events and provides information regarding the recommended anticoagulation therapy and inr range. The heartmate ii lvas patient handbook contains important warnings related to pump stops. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.